Event description:
Rptr alleges pt had a bilateral removal with the left implant being ruptured. Rptr also alleges pt had subglandular inframammary gels for augmentation. Pt complains of increased firmness and pain on the left without trauma or decrease in size; has no systemic symptoms but has gianed weight in intervening yrs and cholesterol has increased; otherwise pt is healthy.